Event description:
A 26mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were inserted in a patient for endovascular treatment of an abdominal aortic aneurysm on event date. The diameter of the proximal non-aneurysmal aortic neck was 22mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 110 mm. The abdominal aneurysm measured 58mm with an adequate neck. The external iliac arteries measured 7-8 mm in diameter with extensive atherosclerotic changes. The pt has a history of advanced chronic obstructive pulmonary disease. It was reported that after serial dilations of the external iliac artery, neither were able to accommodate a 22 french dilator. Therefore, the common and external iliac arteries were also dilated with 8mm and 9mm angioplasty balloons. It was reported that the physician felt that endoluminal exclusion of the abdominal aneurysm was the only option in this patient with such advanced copd. A 10 mm iliac conduit was made on the right through a retroperitoneal incision, which allowed for the passage of a 22 french sheath. The stent graft was deployed from the right side. The iliac limb was then deployed through the contralateral side. Upon removal of the 16 french sheath from the left side the patient's blood pressure dropped. A left iliac dissection was suspected and a 3 cm balloon was advanced from the right side to achieve aortic occlusion. The left retrograde iliac angiogram confirmed an iliac rupture and two-15mm diameter x 5.5cm length iliac extender cuffs were deployed. A retrograde iliac angiogram still showed contrast extravasation; therefore, a 4cm angioplasty balloon was then inflated in the left iliac limb to achieve occlusion and the proximal aortic balloon was deflated. The left iliac artery was then exposed and the physician felt that the safest option was to exclude the left iliac limb. A 26mm diameter x 3.75cm length aortic cuff was deployed across the proximal opening of the contralateral gate and the left external iliac artery was ligated to exclude the aneurysm. Flow to the left lower extremity was re-established with a femoral/femoral bypass. The final angiogram revealed patent renal arteries with no proximal or distal endoleaks and no flow into the contralateral iliac limb. A successful outcome with exclusion of the aneurysm was achieved. No additional clinical sequelae were reported, and the patient is reported to be fine.